Event description:
In 2008, the patient reported that he received the 09 (technical inspection due) alarm on his infusion device. He stated that he did not receive any of the prior 8x alerts (88, 86, 84, 82) warning him that the infusion device would soon shut down. The patient was at work and stated that he did not have his backup infusion device with him. He disconnected the call when he was told it was not possible to place the infusion device back in the run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.